Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They stated that the plastic component of the harvesting tool broke off in patient. They were able to retrieve the fragment.

Manufacturer narrative:
Lot # from: "25144212" to "25143931", exp. Date from: "01/24/2019" to "01/14/2020". Manufacture date from: "01/24/2019" to "01/14/2019". Internal complaint # trackwise # (B)(4). Auto number # (B)(4). The hp1 device was discarded and could not be returned to the factory for evaluation. However, photos were provided by the complainant. A photographic evaluation was conducted. Signs of clinical usage and evidence of blood were observed. Tissue and charred material were observed on the jaws. The silicone insulation on the cold jaw was observed to be peeled/detached away from the tip. The detached silicone insulation was not returned for evaluation. No other visual defects could not be identified in the photos. Based on the photographic evaluation, the reported complaint was confirmed for "peeled jaw".

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. They stated that the plastic component of the harvesting tool broke off in patient. They were able to retrieve the fragment.